Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) nurse discovered a fluid leak on the inside of the cassette door of their cycler after ending a training pd treatment. The nurse stated she was testing a cycler on a ¿dummy tummy¿ and observed fluid inside the cassette compartment at the end of treatment. There was no patient involvement reported. Additional information was solicited, but unavailable.